Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The company service representative replaced the drive manifold assembly. The cardiosave iabp was then calibrated and passed all functional and safety tests. It was cleared for clinical use and returned to the customer.

Event description:
During routine preventive maintenance (pm) performed by the company service representative the cardiosave failed the drive manifold portion of pneumatic module leak test. No patient involvement. No adverse event reported.